Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump was emitting frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed loss of prime warnings due to cartridge changes or no prime after a reboot. No activity outside of normal use was observed. The pump powered on normally during testing and was able to successfully pass the ez prime sequence. The pump was exercised for 24 hours with no loss of prime. The force sensor was found to be out of calibration. The pump cover was opened and no internal defect was found. The force sensor resistance was found to be in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.